Event description:
It was reported a pericardial effusion had occurred. A 27mm watchman flx laa closure device had been implanted. It was noted that the patient pericardium was being scanned during the entire procedure via transesophageal echocardiogram. Prior to the transseptal puncture (tsp), the patient was given heparin and activated clotting time (act) was assessed to make sure they were at their goal value. They also noted that the tsp was slightly difficult due to anatomy, however the physician was happy with the location. The device was able to be deployed. Post deployment and during closure, the patient was given protamine. The post scan and assessment of the effusion was noted during groin closure. The patient was monitored by tee for an additional 15 minutes. The patient remained stable and was discharged that day without any further issues.

Event description:
It was reported a pericardial effusion had occurred. A 27mm watchman flx laa closure device had been implanted. It was noted that the patient pericardium was being scanned during the entire procedure via transesophageal echocardiogram. Prior to the transseptal puncture (tsp), the patient was given heparin and activated clotting time (act) was assessed to make sure they were at their goal value. They also noted that the tsp was slightly difficult due to anatomy, however the physician was happy with the location. The device was able to be deployed. Post deployment and during closure, the patient was given protamine. The post scan and assessment of the effusion was noted during groin closure. The patient was monitored by tee for an additional 15 minutes. The patient remained stable and was discharged that day without any further issues. It was further reported that the effusion originated from the right ventricle posterior and it was possible that it was due to the challenging tsp; however, the effusion could have possibly been there pre procedure and it was missed on the first assessment. The patient also had a pacemaker so the leads were imaged to make sure nothing was dislodged. The patient never dropped their pressure or became unstable during the event.